Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2017 by the journal of shoulder and elbow surgery, titled ¿proximal stress shielding is decreased with a short stem compared with a traditional-length stem in total shoulder arthroplasty". The study reviewed sixty-eight (68) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and pe glenoid (pegged or keeled) (glenoid type, brand, manufacturer unspecified), to address glenohumeral arthritis. During the thirty-one (31) month follow-up period, one (1) patient experienced postoperative fracture after a fall. Source: denard, patrick j., et al. "Proximal stress shielding is decreased with a short stem compared with a traditional-length stem in total shoulder arthroplasty." Journal of shoulder and elbow surgery 27.1 (2018): 53-58.